Event description:
It was reported that during a shift check, the autopulse device displayed a user advisory message of ua07 (discrepancy between load 1 and load 2 too large). There was no pt involvement. Add'l details were not provided.

Event description:
Customer indicated that the autopulse was also missing screws from the back of the platform.

Manufacturer narrative:
Zoll medical corporation has rec'd the device, however investigation is still ongoing. A supplemental report will be filed once investigation is complete.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned for evaluation. Visual inspection of the returned platform was performed and found the top cover, bottom enclosure and battery lock to be damaged, along with two shoulder screws missing. Functional testing of the returned platform was performed and user advisory 7 (discrepancy between load 1 and load 2 too large) was noted during testing. Further testing revealed a load cell to be at fault, causing the ua 7 to occur. A root cause of the load cell failure could not be determined. In summary, the reported complaint that a ua 7 occurred and the screws from the back of the platform were missing was confirmed based on both the visual inspection and through functional testing.